Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had alarmed failed battery losing power after replacing new battery and pump went dead. Customer states that she opens that battery cap again when she gets the insert battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting did not resolve the issue. The insulin pump will not be returned for analysis.